Event description:
Patient reported that as per the manufacturing representative, device was defective in 6 out of 10 categories that were not functioning properly when representative checked the device about a year and half ago. Patient was transferred to different physician for replacement but new physician did not take the device until the patient went through tests like cardiac tests and other things. Patient reported the symptoms of "could not get up without running to the bathroom because they thought it was laying on their nerve and they could not walk properly". They could barely get out the bed and device had been off from a long time (2015). Patient was implanted for urinary dysfunctional nerve system and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.